Event description:
A customer contacted baxter's technical service center regarding a check lines & bags alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) advised the home patient (hp) to push in and turn the heater bag spike, and the hp revealed that the spike was not completely in. The hp resumed prime successfully. Pushing in the spike resolved the occlusion. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm due to spike not pushed in completely was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Root cause was determined to be user error due to the patient not checking all connections are secure before beginning therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.